Manufacturer narrative:
(B)(4). Field advisory number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site which worsens when the patient is lying on the side her ipg is implanted. The patient has lost weight and the ipg feels more superficial. The patient's system was explanted.